Manufacturer narrative:
Other applicable components are: product ID: 3389-40, lot#: 0214809762, implanted: (B)(6) 2018, explanted: (B)(6) 2018, ubd: 22-jan-2022, UDI#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the impedance test showed high impedances (0 & 3 = 5200 ohms, 1 & 2 = 5632 ohms, 1 & 3 = 6560 ohms when titration amplitude until 3.0v) when tested with an external neurostimulator plus a cable. The lead was changed and the issue was resolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.